Manufacturer narrative:
The reported event of the pin fell out was not duplicated. The pin in the trigger assembly was intact. However, it was noted that the blade mount locking was inconsistent on this unit to where it would work half of the time and the other time it would just retain and not lock it into place. The presence of non-functioning blade mount mechanism caused the blade not to lock solidly into place.

Event description:
It was reported that while using the system 7 sagittal saw during a knee procedure, a pin from the blade mount assembly fell into the surgical site. The surgeon was able to remove the pin using an instrument. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that while using the system 7 sagittal saw during a knee procedure, a pin from the blade mount assembly fell into the surgical site. The surgeon was able to remove the pin using an instrument. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.